Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The lancet protruded past the end cap and did not retract momentarily. He stated the lancet came out, he saw it for a moment but then it did eventually retract. He stated lancet was visible past the end cap. He does not recall if the lancet was properly seated but could be. No adverse event alleged. Lancet device and lancets replaced and requested for return.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.